Manufacturer narrative:
Qn#: (B)(4). The device involved has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this initial report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no update is required. Device material number reported is not being manufactured currently. Another material number from the same family was used for the " verification of failure mode reported in the current manufacturing process". Samples were taken from the current production, and visually inspected. No issues were found that could relate to this complaint. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges the device broke during use creating a leak in the circuit. The device was replaced. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. Only the swivel valves were returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the tracheal-side swivel valve was broken. The reported complaint of "broke during use" was confirmed based upon the sample received. At this time, it could not be determined how or why the valve broke. The sample has been sent to the supplier of the product for further investigation and the investigation will be updated after the supplier has been able to determine a possible root cause. The root cause of this complaint issue is undetermined.

Event description:
Customer complaint alleges the device broke during use creating a leak in the circuit. The device was replaced. No patient harm was reported.